Event description:
A customer observed biased phyt results on a pt sample. Results were reported, and questioned by the physician. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.